Event description:
The customer reported that the autopulse platform (sn (B)(4)) did not power up using the autopulse li-ion batteries (sn (B)(4)) during the device check. The customer stated that the batteries were charged before using them with the autopulse platform and could not recall what status leds were illuminated. Later, the customer tested the autopulse platform with the three batteries and could not reproduce the reported problem. The autopulse platform powered on as intended, no visible damage was noted, and the on/off button was functioning as intended. The customer stated that the reported issue was observed three times during the device checks. Per the customer, the autopulse batteries were manufactured on april 21, 2022. No patient involvement. Please see the following related MFR report: MFR 3010617000-2022-01655 for the autopulse li-ion battery (sn (B)(4)). MFR 3010617000-2022-01656 for the autopulse li-ion battery (sn (B)(4)).

Manufacturer narrative:
Zoll has not received the autopulse li -ion battery for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.